Event description:
The haptic of the lens broke when being loaded into the delivery device. The lens could not be used.

Manufacturer narrative:
This form was completed by the manufacturer. Delivery device used with this lens was not returned.